Event description:
On (B)(6) 2008, the distributor reported that during surgery while doing the final tightening the driver's handle went out of place and the surgeon was unable to complete the tightening of the screw. The surgeon was able to finish the case with another driver from a different kit. There was no surgical delay. This event is being reported for the potential of an adverse event due to only one driver in the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.